Event description:
The patient was treated with balloon kyphoplasty in 2005. Patient has experienced pain since balloon kyphoplasty operation. A small amount of cement extravasated into her nerve canal. She has been seen by a neurologist who reportedly found no neurological deficits, but confirmed the presence of the bone cement in her spinal canal. Patient is receiving unspecified treatment at a pain clinic.